Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The full osseotite® certain® implant 4 x 11.5mm (ifos411) was misplaced in house prior to inspection. The reported fractured screw was likewise misplaced. Since product has not been visually examined, functional inspection could not be performed. Investigation will be reopened upon retrieval of the device. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 13 (universal) and used for approximately 13.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has provided additional images and an x-ray for this case. It is noted in the x-ray that the screw is confirmed to be fractured and in the implant drive feature. The returned image shows the implant, which shows signs of damage near the collar. (Ifos411): DHR review was completed for the subject lot number 607800. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. (Unknown biomet screw): DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. (Ifos411): complaint history review was performed for the reported lot number (607800) for similar event and no other complaint was identified. (Unknown biomet screw): a complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction has occurred. The image of the implant notes that the drive feature is damaged. The reported event was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site 3 had a fractured abutment screw that could not be retrieved and therefore the implant needed to be removed. Fixture originally placed (B)(6) 2007, restored on (B)(6) 2007. Presented with complete fracture of abutment screw (B)(6) 2020. Unable to retrieve the apical portion of the screw with screw removal kit. Fixture removed on (B)(6) 2020. Patient will return for graft and replacement .no injury to patient other than implant being removed. No permanent impairment.